Event description:
It was reported while using bd intima-ii y 24gax0.75in mz prn slm npvc the clamp was missing. There was no report of patient impact. The following information was provided by the initial reporter: the nurse found that the closed indwelling needle was opened and there was no clamp inside the package, so it was replaced immediately.

Manufacturer narrative:
In response to the event reported a device history review was conducted for lot number 1230606. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.